Event description:
Facial indentation (circular); went in for vbeam pdl to uofm ann arbor with settings of 7mm, 1.5ms, and 8j. Downtime was expected to be about 5-6 weeks to clearing from prior experience of 3 prior treatments. After 3-4 weeks, a few indentations were noticed among the cheek area. They appear as thin, half-circle rings of indented skin (like a hook). From research, this appears to be some sort of fat loss and is disfiguring. FDA safety report ID# (B)(4).